Manufacturer narrative:
The device was not returned to olympus. The sbc was unable to confirm the reported issue because the product was not returned. Based on the information obtained, the reported issue is most likely attributable to wear and tear. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The IFU states: ¿4 before use: warning- infection control risk- properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that the wire at the distal end broke during use of a resection electrode. The patient suffered from endometrial thickening and needed to cut the lesion for pathological analysis. The device was used during the surgery and distal end loop was found broken at the end of the operation. No fragment fell into the patient. There was no harm or user injury reported due to the event.

Manufacturer narrative:
D1 and d4 were updated with the brand name and model number respectively.